Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist for use during cardiogenic shock and high risk cpi section: entering cardiac output ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was noted that a temporary pump stop occurred and multiple unsuccessful restart attempts were encountered. The patient was hemodynamically stable and continued on extracorporeal membrane oxygenation support.

Manufacturer narrative:
The investigation for the pump stop has been completed. The product was not returned for investigation. The data log shows a sudden pump stop on the 21st day, with an observed motor current spike and an alarm indicating "impella stop motor current high." The pump was not able to restart and was explanted. The "temporary pump stop" failure mode was updated to "pump stop" after reviewing the investigation data logs. The cause of the pump stop issue was not determined since product was not returned. The pump usage exceeded the design life of 8 days for the cp pump which is classified under misuse of the device.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed optical signal issue. The product was not returned for investigation. The product was not returned for investigation. The data log shows the placement signal and motor current trend during the reported false positioning aorta alarm. No abnormalities were noted in the 5s optical parameters. All placement-related calculations were made from the optical sensor on the cp pump, so the reported failure mode of "placement signal issue" was changed to "optical signal issue." The cause of the optical signal issue was most likely patient condition related, based on data log review. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated to include optical signal issue description. H6 updated to include optical signal coding.

Event description:
The complainant also reported that there was a placement signal not reliable.